Manufacturer narrative:
Pump error 63 alarm (variableinfo=3) confirmed in the device history and during self test due to broken trace. All buttons functioning properly no damage on the keypad assembly. Pump error 53 was present in the format history file. Problem isolated to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons were not responding. Blood glucose was 150 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.